Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to deformation of the power supply unit, the real panel was deformed, and the video socket connector was worn out. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an (unspecified) device defect with visera elite video system center. There was no patient harm associated with the event. The device was returned and evaluated, and deformation of the power supply unit was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were reproduced, and the rear panel was found deformed with the video connector socket being worn out. The video connector did not click when it was connected. It was estimated that the cause of the phenomenon was wear due to mishandling or repeated use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to the product, peripheral equipment, or cable. As the product is broken. This may cause disability.¿ olympus will continue to monitor field performance for this device.